Event description:
Hcp reported the pt had not had good symptom control for approx one year. The return of symptoms occurred 3 weeks after implant. An xray of the catheter confirmed a catheter tear at the intrathecal site. Pt outcome was not reported by the hcp. A follow up report will be sent when additional info is received.